Event description:
It was reported that "user had used arrow 40cc iabc on gentige cardiosave hybrid, the pump function normal initially, after half days, the pump had shown a message" iab catheter restriction", and the bpw is shown rounded plateau pressure. The balloon was weaned off after few hours, but there was no kinking or balloon rupture observed from the catheter". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) returned for investigation was a 40cc 7.5fr ultraflex iab without the original packaging. The sample was returned in a brown cardboard box and was in a sealed bio-hazard bag. The one-way valve was tethered and connected to the short driveline tubing. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder membrane. The visible portion of the bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 5.2cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The iabc bladder was noted withdrawn through the teflon sheath, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Blood exited. The one-way valve was connected to the short driveline tubing, and a vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate without any difficulty. Upon removal of the sheath, no damage or abnormalities noted to the iabc bladder. Blood was noted between the bladder and sheath. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 80mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.2cm from the distal tip, the same location as the previously noted bend in the central lumen. After this resistance the guidewire was able to advance through the central lumen without difficulty. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Corrective action is not required. The reported complaint of "iab catheter restriction" is confirmed based on the customer submitted photo. The returned device passed visual and functional test specifications; however, the customer submitted photo shows a bpw that is consistent with a restriction in helium flow. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a corrected data: n/a